Event description:
It was reported that "while tightening down on the cross-connector, the clamp broke during the procedure. The doctor was final tightening when the metal clamp snapped apart. A backup cross-connector closer in the set was used to finish the case."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, results, and conclusion will be made available following an engineering evaluation.